Event description:
When the surgeon was deploying the left fallopian tubal ostia, he noticed there was an avulsion from the trailing coils device that broke the implant in half. A hysteroscopic grasper was used to remove the essure implant from the uterine cavity. A second attempt was made to place the left essure implant, but the surgeon could not safely identify the tubal ostia opening. The patient then had to have a laparoscopic tubal ligation via partial salpingectomy.